Event description:
It was reported by a customer in the USA that an 840 ventilator had an erratic graphic user interface (gui) display. There was no pt involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the unit, and verified the reported malfunction. The cse replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb), the backlight inverter printed circuit board (pcbs), and uploaded the current version of the software. The unit passed all tests and calibrations, and it was observed to be operating within mfg specifications. (B)(4).